Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation.

Event description:
Customer called for training on performing a blood test. Both vials of test strips the customer had available were expired: mt2142, manufacturer's expiration date of 04/24/2018 and mt1782, manufacturer's expiration date of 10/28/2017. Customer stated she had the meter for several years and that when she first got it she didn't like it, so she had stored it and didn't use it. Customer was going to purchase new test strips. At the time of the call, the customer felt well and did not report any symptoms. During the call, the customer had stated that earlier that morning she had been "out of it", screaming and carrying on. Customer's son's had called 911. When the paramedics arrived they had performed a blood test using their device and had obtained a result of 15 mg/dl (not disclosed if fasting or non-fasting). Customer had been treated with an injection of dextrose and told to eat. Prior to leaving, the paramedics had tested customer's blood glucose and the result had been 156 mg/dl non-fasting. Customer had declined to go to the hospital.